Manufacturer narrative:
The device was received cannula assembly deployed. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was not returned with the device. Inspection of the adhesive pad welds found no damages or manufacturing deficiencies that would result in the reported adhesive failure. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above specification, it could not be determined when or how the cannula was damaged. The bottom housing vent was found to be damaged. It could not be determined when or how the housing vent was damaged. A hole was observed on the reservoir. It could not be determined when or how the reservoir was damaged. Based on the current position of the plunger fluid was able to pass through the complete fluid path. The download data shows that the device generated an 0x18 alarm, indicating an empty reservoir. Upon opening the device, the reservoir was confirmed to be empty. The download data contains timeouts. The timeouts were generated from the plunger pushing down on the bottom of the reservoir.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 260 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. No treatment information was provided.